Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2017-00843, 0001825034-2017-03376.

Event description:
It was reported that patient underwent a left hip revision procedure approximately 8 years post-implantation due to pain, discomfort, elevated metal ion levels and loosening of the acetabular cup. During the procedure, the stem anteversion, scar tissue and stiffness were noted. The femoral head, taper adapter and acetabular cup were removed and replaced, and an acetabular liner was implanted.. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed through review of medical records. There are warnings in the package insert that these types of events can occur and associated risks are addressed in risk documentation. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Legal counsel for patient reported that patient underwent a left hip revision procedure approximately seven years post-implantation due pain, irritation and discomfort from the metal on metal hip. During the procedure, the metal head was removed and replaced with a ceramic head. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.